Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. There was a chemical buildup present and some internal components were worn. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 80 lb torque screw inside of the a1059 mayfield modified skull clamp moved. There was no patient involvement and no surgery delay. The issue was discovered after cleaning procedure on (B)(6) 2020.